Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. Customer experienced high blood glucose level of 500 mg/dl, 125 mg/dl. Customer states they were hospitalized on (B)(6) 2019. Customer treated with bolus of 5300 units. Customer states insulin pump was suspended before low. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump. Pump programmed with multiple sensor glucose value and all registered properly in the summary history noted. No unexpected motor noise noted. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.